Event description:
Implant was placed approx six years ago at another facility. Pt presented at our facility w/pain. Wanting surgical intervention to alleviate his pain, which surgeon determined required replacing radial head implant. Because original implant was noted to be fractured.